Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Atrial lead noise was detected, which was reproducible with isometrics. Programming changes were made to resolve the noise. The patient was stable.